Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed based on the customer provided photo, which displays the threads of the anchor were stripped/damaged. Also, the distal end of the outer sleeve was bent. Per dfu-0087-13 rev 0, section g-precautions 2. Surgeons are advised to review the product-specific surgical technique prior to performing any surgery. Arthrex provides detailed surgical techniques in print, video, and electronic formats. The arthrex website also provides detailed surgical technique information and demonstrations. Or, contact your arthrex representative for an onsite demonstration. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor. However, without the return of the device for physical evaluation, the most likely cause for the reported failure can be attributed to user error due to misalignment insertion and/or prying/leveraging the screw/device during insertion.

Event description:
On 4/4/2023, it was reported by an arthrex employee via email that an ar-2324bcc biocomposite swivelock c anchor began deforming during insertion. The tibia is drilled with a drill from an internalbrace kit, and a tap is used to prepare the bone socket to insert the swivelock. The sutures are passed through the swivelock's eyelet, and a plunger is used to lower the implant. As the surgeon began to insert the swivelock anchor, it began to deform, making it unusable. This was discovered during a procedure on (B)(6) 2022. Additional information received on 4/7/2023: this was discovered during a meniscal root repair procedure, and nothing broke off inside the patient. The screw bent and deformed during insertion.